Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion being treated was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.